Manufacturer narrative:
Additional information received indicated that the site suspected pump thrombus. The patient recently had an infection which may have precipitated pump thrombus. Tissue plasminogen activator (tpa) was initially stopped after eight hours when laboratory values returned to baseline; however, the patient was transferred to a university hospital for continued thrombolytic therapy to dissolve the thrombus. It was last reported that the patient remains hospitalized in stable condition. The site is considering pump exchange as next step. The physician believes the event is related to the device. Of note, controller upgrade to 2.0 has not yet been performed. Details regarding the hemorrhagic stroke, the location/source of the infection, the results of any diagnostic testing or any treatments provided are not available. Multiple attempts were made without success to obtain additional information. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 53 low flow alarms have been logged since (B)(6) 2017 and 14 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received lysis therapy after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient with "reduced well-being" was admitted to the hospital. Manufacturer representative was invited to help initiate controller exchange to controller 2.0. However, after visiting the patient it was decided not to exchange the controller. The patient had diaphoresis, and red-colored urine. Lactate dehydrogenase (ldh), haptoglobin, and bilirubin were out of range. The pump was not able to adequately unload the left ventricle. The right ventricle (rv) was described as "fragile". Power consumption was borderline. The patient was considered high-risk due to hemorrhagic stroke. The site requested controller log file analysis. Preliminary log file results revealed a slight increase in power consumption above normal operating range. The patient was transferred to the intensive care unit (ICU) where thrombolysis with tissue plasminogen activator (tpa) was subsequently performed. Lysis therapy was stopped when values returned to baseline. It was last reported that the patient remains hospitalized. The patient reportedly suffered from renal insufficiency, shortness of breath, worsening heart failure, and hemolysis as a result of this event. No further information has been provided.